Event description:
On april 9, 2010, the lay user/pt in (B) (6) contacted lifescan (lfs) to report the one touch vita meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6), 2010 at 6:06 am, the pt obtained the blood glucose reading of 24.1 mmol/l on the reported meter, which he claimed was inaccurately high. Following this reading, the pt took an increased dose of insulin, twelve units humalog insulin. Afterwards, the pt experienced the symptoms of sleepiness, sweating, impaired vision and he became unconscious. At an unk time later, the pt awoke, and administered self-treatment by consuming soda. Later that day, at 6:28 pm, the pt obtained the blood glucose reading of 15.4 mmol/l on the reported meter, and a reading of 7.2 mmol/l on another manufacturer's meter within 30 minutes of each other. The pt sought medical attention the next day by visiting his physician. Troubleshooting revealed the pt's testing technique was correct and the test strips were in good condition and within opened expiration dating. The pt's meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.